Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see: 0002648920 - 2018 - 00206. Concomitant medical products: 00625006530, bone screw, lot 62466438, 00625006525 bone screw, lot 63059068, 00620005422 trilogy cups, lot 62884687, unknown part/lot, competitor femoral head, femoral stem. Foreign the event occurred in the (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address pain and squeaking with severe limp. The patient had clicking of the hip which lead to an x-ray being performed. This showed evidence of the locking ring malfunctioning. At revision the locking ring was found to have completely dislocated and the liner had fractured. There was also metallosis present. It should be noted, the zimmer biomet devices were used in conjunction with competitor femoral devices. Attempts have been made and no further information has been made available at this time.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00896.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00896